Manufacturer narrative:
One cardiomems delivery catheter was returned for investigation. Visual inspection of the length of the catheter showed blood clots inside the catheter due to usage. Visual inspection of the hub of the catheter showed no abnormalities, tether wires were removed. The returned catheter's outer diameter was found to be within specification with a thickness of 0.0475 in. At the distal tip and 0.0470 in. At the proximal end by a digital caliper. The specific guidewire used in the procedure was not returned which was reported to be a contributing factor in the event, so a test guidewire was used to recreate the event. The test guidewire has a diameter of 0.0175 in. Measured by digital caliper. When attempting to recreate the event, the catheter advanced most of the way over the guidewire but was not able to complete the advancement due to a blood clot. The results of this investigation were inconclusive as the suspect guidewire was not included with the return and the event could not be recreated. A review of the device history records was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no nonconformance was found in the batch records reviewed.

Event description:
During the cardiomems implant procedure the delivery system was looping in the patient's right ventricle while advancing the delivery catheter over the non-abbott guidewire. The delivery catheter and wire were pulled back to resolve the looping, and then the operator attempted to reposition the wire and catheter into the patients left pulmonary artery. During this time, the patient experienced hemoptysis. The hemoptysis resolved on its own without intervention. Ultimately, the cardiomems sensor was deployed in the left pulmonary artery and was calibrated successfully. The physician stated the patient was on anticoagulation medication and that the guidewire was difficult to control. The patient was kept overnight and discharged the following day.